Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received inappropriate shock for supraventricular tachycardia that was noted via remote monitoring. No intervention was performed. Programming changes were discussed to be performed at the patient¿s next in clinic visit. The patient was stable.

Event description:
New information received notes programing changes were made. The patient was stable post-programming changes.